Event description:
The reporter stated that the plate collamer lens did not insert properly in the shooter/tear in the lens. Additional information has been requested from the user facility, but none has been forth coming.